Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the ipg passed the test performed.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.